Event description:
A patient/layperson alleged his ultra meter was inaccurately low compared to the doctor's or clinic meter. All results are in the correct unit of measure, mg/dl. The information the patient gave to the customer care advocate is as follows. Following a result of "120", the patient took 8 units of humalog insulin rather than his usual 12 units. At some point after testing, the patient became dizzy and began to sweat. More than 30 minutes later, (exact time not provided), he was seen by his physician where a meter result was "286." He was given an unknown amount of insulin. The patient did not wish to receive replacement products at this time because he may prefer another brand of meter. The product was not available so that quality control tests could be performed or serial number obtained. Although there is no evidence the product was malfunctioning, the patient claimed he was treated for elevated blood glucose by a physician after taking less insulin earlier based upon his own meter's result. For this reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Date of event, is approximate. Serial number of meter and lot number of test strips, was not provided; the patient did not have the products during the call.